Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced declining blood pressure resulting in sinus bradycardia for about five minutes. Following ablation of the left superior pulmonary vein (lspv), sinus pause was noted and right ventricular (rv) lead back-up pacing was started. Two minutes later, the patient's own ventricular rate was low but improved gradually. Blood pressure declined and atropine sulfate was administered but the blood pressure did not improve until effortil was administered. Echocardiogram did not confirm pericardial effusion. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (sinus bradycardia and arrhythmia). If information is provided in the future, a supplemental report will be issued.